Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) expressed disappointment about surgery results, as the device is non-functional. The physician instructed the patient on how to use the device. However, the patient mentioned that he is willing to have it removed if it does not improve. No patient complications were reported.